Event description:
It was reported that after a pump refill, the pt became drowsy for five days. The pump was 7 years old and was thought to be the reason for somnolence. The catheter aspirated with good csf flow. The device was replaced. The drug in the pump was dilaudid at a concentration of 70 mg/ml and a dose of 17 mg/day. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.